Manufacturer narrative:
H3 other text : the device was visually inspected and evaluated by a fasc representative.

Event description:
The manufacturer was contacted in reference to a simplygo mini device. The device was inspected and analyzed by a fasc representative, and the complaint was confirmed: sieve bed with low )2, )2 side check valves malfunctioning, airside manifold chirping, the power connector was broken, compressor lead wire damage and the main pca board had low flow. The device's software was also upgraded.